Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the lens had to be explanted as it was discovered that one of the haptic bones was broken in initial procedure. The lens was exchanged with same model 02 months 07 days following the initial procedure. Additional information was received and stated, in the left eye haptics broken was noticed 1.5 months after the surgery at an eye exam. The explantation procedure and the implantation of a new lens went smoothly and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).